Event description:
It was reported that during an unknown procedure, the surgeon had unusual bleeding from staple line and required steps to stop it. All with the small bowel. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 7/2/2025 d4 batch # 442d93. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The cartridge reload had the proximal 4 drivers up with several protruding staples on the midway of the reload and 22 staples were noted to be missing along the staple line on the protruding staples area. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 442d93, and no non-conformances were identified. The lot # 473d44 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? 2. How was the bleeding controlled? 3. How much blood was lost (ml)? 4. Did the patient require a transfusion? 5. How was the bleeding addressed?